Event description:
It was reported that a soundstar map was made and a coronary sinus (cs) map using the ¿d134792 catheter¿. Using the baylis needle and wire, they went transseptal. They were replacing the transseptal needle with the vizigo sheath and noticed a pericardial effusion. The transseptal wire was removed, and protamine was given. Patient has hypotension. A pericardiocentesis was performed and 800cc of fluid was withdrawn. Patient stabilized. Additional information was received on 04-jan-2024. It was reported that no transeptal was performed and the adverse event was discovered after the baylis needle was inserted into the left atrium prior to the sheath going transeptal. No catheter or sheath crossed the septum. No ablation catheters were inserted into the body of the patient. The patient has fully recovered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).